Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up it was noticed that the pocket looked red and was warmer than normal, according to the physician it was signs of infection and what looked like a seroma. It was decided to remove the device system. The pocket was opened and it was noted there was no infection. The pocket was cleaned and the patient was placed on prophylactic antibiotics. The device remains in use. No further patient complications have been reported as a result of this event.